Manufacturer narrative:
Film evaluation summary; from the limited films provided the cause of the deployment difficulties leading to the stent graft coverage of the lsa could not be determined. CT¿s prior to implant and complete angiograms during implant, including films during stent graft deployment showing the event, were not available for review. Two still angiograms during implant were returned. One non-contrast image showed a partial view of a valiant proximal free-flo stent graft that appeared to be positioned across the arch. The proximal bare spring had not been deployed and was contained within the tip, and three (3) covered stents (in view) had been deployed. The second film was a contrast image after deployment of the stent graft and removal of the delivery system. The valiant had been deployed with the proximal covered fabric positioned ~10 mm cranial to the lsa. Although the lsa appeared covered by the stent graft the vessel was patent. The stent graft extended across the arch and into the descending thoracic aorta. No obvious stent graft issues were seen, the stent graft was patent, and the dissection appeared to be excluded. Analysis of the returned films did not reveal any stent graft or anatomical characteristics that could explain the reported event. It is possible that there was an issue with the device; however as the device was not available for return and analysis this cannot be confirmed. Additional information received - it was reported that the device was checked pre-operatively, it was reported that the patient was discharged within one week of the procedure. No further relevant information was received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No intervention performed was reported. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient during emergency endovascular treatment of a 200mm thoracic dissection. The pre-operative plan was to cover half the subclavian artery. It was reported during the index procedure that the tip head could not be opened during the deployment of the stent. The external part of the delivery system appeared to come apart. The delivery system handle was then opened up and the internal connecting rod was clamped with a surgical forceps. Although it was noted as very tight to operate, the stent graft was deployed successfully however it caused a slight displacement of the proximal rivet area which resulted in the left subclavian artery being completely covered. The physician commentated that the cause of the event was due to the connection point inside the conveyor system and the operating handle of the conveyor system coming off. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Three photos showing the back end of the delivery system were received. The tip capture release handle components had detached. The clamping ring and back end lock remain in place. Based on the photos received a rot cause of the deployment difficulties experienced by the physician cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(4) 2018 - it was reported that the device was checked pre-operatively, it was reported that the patient was discharged within one week of the procedure. No further relevant information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.